Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation disease') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, amenorrhea, neurolysis, thyroidectomy, d & c, urinary tract infection, headache, vaginal pain, vulval itching, vaginitis, asthma chronic, cesarean section and triplet pregnancy. (B)(6) 2004 : gyn cytopathology report: menstrual status: birth control injection. Specimen source: pap smear, cervical, thin prep (pap/cx). Diagnosis: organisms: fungal organisms morphologically consistent with candida species are present. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, hyperlipidemia, diabetes, hypothyroidism, vulvovaginal candidiasis, abdominal pain upper, polydipsia, polyuria, fatigue, mental confusion, headache, weight loss, abdominal pain, urinary frequency, pelvic discomfort, micturition urgency, lower abdominal tenderness, suicidal ideation, excoriation, vaginal odor, vaginal discharge abnormality, pruritus, ear pain, stomach pain, uterine cervix bleeding, allergic rhinitis, thyroiditis, mood swings, multinodular goiter, breast abscess, gastroparesis, humerus fracture, dyslipidemia, shortness of breath, asthmatic attack and endometrial polyp. Concomitant products included hydrochlorothiazide since (B)(6) 2003 and lisinopril since (B)(6) 2003 for hypertension, levothyroxine since (B)(6) 2018 for hypothyroidism as well as cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2004 to (B)(6) 2005, clarithromycin (macrobid) from (B)(6) 2004 to (B)(6) 2005, ibuprofen (motrin), insulin since (B)(6) 2018, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2004 to (B)(6) 2005 and salbutamol (albuterol hfa) since (B)(6) 2004. On b)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were three coils noted from the ostia. This was down in a similar procedure on the right side. At the end of the procedure on the right side there were five coils distal to the ostia on right and three coils on the left. She received treatment for event pelvic pain/ abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. He said that my fallopian tubes were closed. Impression: 1) no spillage of contrast into the peritoneal cavity. 2) wires are seen in both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, depression concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs was received. Events nausea, dysmenorrhea were added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation disease') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, amenorrhea, neurolysis, thyroidectomy, d & c, urinary tract infection, headache, vaginal pain, vulval itching, vaginitis, asthma chronic, cesarean section and triplet pregnancy. (B)(6) 2004 : gyn cytopathology report menstrual status: birth control injection. Specimen source: pap smear, cervical, thin prep (pap/cx) diagnosis: organisms: fungal organisms morphologically consistent with candida species are present. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, hyperlipidemia, diabetes, hypothyroidism, vulvovaginal candidiasis, abdominal pain upper, polydipsia, polyuria, fatigue, mental confusion, headache, weight loss, abdominal pain, urinary frequency, pelvic discomfort, micturition urgency, lower abdominal tenderness, suicidal ideation, excoriation, vaginal odor, vaginal discharge abnormality, pruritus, ear pain, stomach pain, uterine cervix bleeding, allergic rhinitis, thyroiditis, mood swings, multinodular goiter, breast abscess, gastroparesis, humerus fracture, dyslipidemia, shortness of breath, asthmatic attack and endometrial polyp. Concomitant products included hydrochlorothiazide since (B)(6) 2003 and lisinopril since (B)(6) 2003 for hypertension, levothyroxine since (B)(6) 2018 for hypothyroidism as well as cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2004 to (B)(6) 2005, clarithromycin (macrobid) from (B)(6) 2004 to (B)(6) 2005, ibuprofen (motrin), insulin since (B)(6) 2018, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2004 to (B)(6) 2005 and salbutamol (albuterol hfa) since (B)(6) 2004. On (B)(6) 2005, the patient had essure (ess205) inserted. In february 2005, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were three coils noted from the ostia. This was down in a similar procedure on the right side. At the end of the procedure on the right side there were five coils distal to the ostia on right and three coils on the left. She received treatment for event pelvic pain/ abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. He said that my fallopian tubes were closed. Impression: 1) no spillage of contrast into the peritoneal cavity. 2) wires are seen in both fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, depression concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: added event abdominal pain, general abnormal bleed. Updated event verbatim psychological or psychiatric problems condition: mental anguish/ psych injury (previously reported as psychological or psychiatric problems condition: mental anguish). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation disease') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, amenorrhea, neurolysis, thyroidectomy, d & c, urinary tract infection, headache, vaginal pain, vulval itching, vaginitis, asthma, cesarean section and triplet pregnancy. (B)(6) 2004: gyn cytopathology report menstrual status: birth control injection. Specimen source: pap smear, cervical, thin prep (pap/cx) diagnosis: organisms: fungal organisms morphologically consistent with candida species are present. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension, hyperlipidemia, diabetes, hypothyroidism, vulvovaginal candidiasis, abdominal pain upper, polydipsia, polyuria, fatigue, mental confusion, headache, weight loss, abdominal pain, urinary frequency, pelvic discomfort, micturition urgency, lower abdominal tenderness, suicidal ideation, excoriation, vaginal odor, vaginal discharge, pruritus, ear pain, stomach pain, uterine cervix bleeding, allergic rhinitis, thyroiditis, mood swings, multinodular goiter, breast abscess, gastroparesis, humerus fracture, dyslipidemia, shortness of breath, asthmatic attack and endometrial polyp. Concomitant products included hydrochlorothiazide since (B)(6) 2003 and lisinopril since (B)(6) 2003 for hypertension, levothyroxine since (B)(6) 2018 for hypothyroidism as well as cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2004 to (B)(6) 2005, clarithromycin (macrobid) from (B)(6) 2004 to (B)(6) 2005, ibuprofen (motrin), insulin since (B)(6) 2018, minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2004 to (B)(6) 2005 and salbutamol (albuterol hfa) since (B)(6) 2004. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain/ physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there were three coils noted from the ostia. This was down in a similar procedure on the right side. At the end of the procedure on the right side there were five coils distal to the ostia on right and three coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. He said that my fallopian tubes were closed. Impression: no spillage of contrast into the peritoneal cavity. Wires are seen in both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, depression concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish and pelvic inflammatory disease were added. New reporters, plaintiffs information were added. Concomitant conditions, drugs and historical conditions, drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.